Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the adhesive for tubing connector failed and infusion set's tubing fell off from the connector. Further, the patient's blood glucose level was 320 mg/dl at the time of this event. He replaced the infusion set and successfully resumed insulin. Reportedly, he did not notice any damage when the package was first opened. No further information available.